Manufacturer narrative:
Diopter: 17.50 se/2.0. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Method: evaluation method: lens work order search. Results: evaluation results: a lens work order search revealed no similar complaint within the work order. Conclusions: conclusion not yet available. Evaluation is in progress. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl 17.50 se/2.0 diopter silicone single piece lens with toric optic. The lens was inserted into the patient's right eye. Once inserted the physician noticed the plate haptic was torn. The lens was removed and a backup toric lens was implanted without patient injury. Cause of lens tear is unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation results: device received in condition which made analysis impossible. The lens was returned in pieces - unable to evaluate. Claim #(B)(4).